Manufacturer narrative:
(B)(6) 2014 this device was returned. Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
This lead was explanted due to dislodgement. The physician tried to reposition the lead but was unsuccessful due to patient anatomy, so they plugged the lv port of the device. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.